Manufacturer narrative:
The thus/thump was utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-may-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 11-may-2025, these pump error(s)/alarm(s) were noted. One no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 17:00:24.000 during bolus delivery. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test reservoir with the test infusion set fits and removes properly in the reservoir compartment. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.4 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. No damage on the reservoir compartment noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Cosmetic damage at the reservoir compartment was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with manual injection. The customer reported a blood glucose value of 420 mg/dl. It was reported that insulin pump was damaged near reservoir compartment and pump functionality was affected. The event involved product(s) mmt-397, mmt-332a, mmt-1884. Troubleshooting was performed for cosmetic damage. Troubleshooting was not performed for hyperglycemia. It was unknown whether customer was using the insulin pump system within 48 hours of the reported event. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397. No product return is required for mmt-332a. Mmt-1884 will be returned for analysis.